Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, before going to the store, the patient¿s cgm reading showed 118 mg/dl. After finishing shopping, while sitting in the car, he began experiencing shaking and blurred vision. He thought he was just hungry and did not check his cgm. He grabbed something to eat, but shortly after, he became unresponsive. His wife attempted to give him food, but he was unable to swallow, so she called 911. When ems arrived, his blood glucose was tested using a fingerstick and showed 39 mg/dl. His cgm reading was not checked. During transport to the hospital, he was given IV fluids with glucose, after which he regained consciousness. In the ER, his fingerstick blood glucose was >100 mg/dl, while his cgm was showing 55 mg/dl. He remained in the ER for a little over an hour. Upon discharge, he reported feeling fine but still slightly weak. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid at the ER. No additional patient or event information is available.